Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. .

Event description:
The customer reported the backlighting does not work anymore and the connections are charred and melted. We are considering this to be a display issue where the display was unreadable to the user. There was no patient involvement.